Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected low battery or off no power alarms noted. The pump passed off no power test, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The pump was unable to prime during prime test due to faulty fore sensor system. The pump was unable to complete functional test due to prime anomaly. No excessive no delivery alarms and no motor error alarm was noted. However, noisy motor was noted during testing due to faulty motor. The pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error alarm, excessive no delivery alarms and damage from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that the drive support cap is okay. The customer stated that she went through MRI numerous times with the pump on. The customer checked the alarm history and found several no delivery alarms. The customer dropped the pump on the floor and it has 1/2 inch crack on the top left corner of the screen. The customer will be sent a replacement pump.